Event description:
The customer reported that a bedside monitor did not alarm and a pt death had occurred.

Manufacturer narrative:
(B)(4). The customer reported that a bedside monitor did not alarm and a pt death had occurred. Based on the available info, the monitoring leads were found intact on the pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.